Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricle assist system (lvas) (serial number: (B)(6)) and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. This document lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii lvas. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away due to right heart failure. Although the outcome was not device or therapy related, and a device related issue did not cause or contribute to the right heart failure, the right failure did not exist prior to left ventricular device (lvad) implant. The device was not explanted.